Event description:
Date notified: 2006, a model 325 aspirator failed to operate on high mode. An inspection of the device revealed a disconnected wire terminal on the battery pack. The terminal was recrimped and reconnected to the battery pack, the device was tested to specifications and returned to the customer. No death or injury resulted form the device failure.